Manufacturer narrative:
Philips service re-secured the cover and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm cover brake fault occurred and the cover was loose during clinical use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.